Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella cp was removed for escalation to impella 5.5 and upon removing the pump and 14fr, bleeding was noted at the access site. Preclose sutures failed. Manual pressure was applied and blood products were administered. Access was obtained on the left femoral artery and covered stent and balloon tamponade were applied to the right femoral artery. The patient condition was noted to be critical.

Manufacturer narrative:
The investigation for the access site bleed has been completed. Only pump was returned for investigation and not the introducer. No physical abnormalities were observed, and all the 5s optical parameters were within specifications. As per the provided clinical information, the perclose suture failed after the removal of the 14fr sheath. The access site bleeding was managed with a covered stent and balloon tamponade. Vascular repair was required to control breeding. The cause of the vascular damage issue was not determined since introducer was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Only pump was returned for investigation. No physical abnormalities were observed, and all the 5s optical parameters were within specifications. During testing, the pump was receiving a psnr alarm. Pump was then sent for pressure testing for optical sensor. The optical sensor maintained pressure, and ps was available when the pressure was set to 100 mmhg and higher. The pressure test data log was reviewed and noted that the -110 ps adjustment was automatically applied, resulting in a negative reading in the ps value and causing the psnr alarm when operating at pressures less than 100 mmhg. Field data log: case start data log and imc logs were not provided for investigation. The transfer console ic3234 data log was reviewed, and no abnormalities were observed in the 5s optical signal parameters. The log suggests that there was a negative placement signal from the start of the case, with intermittent losses in the placement signal during the case. A -110 ps adjustment was noted from the start of the case on the transfer console ic3234. The cause of the optical signal issue was not determined since sufficient clinical information was not provided such as case start data log. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The complainant reported that the device exhibited a placement signal issue.